Event description:
I am using otc covid test kits supplied by healgen scientific. They are clintiest rapid covid 19 self tests. I have had to request replacements for defective kits three times from mftr. The most recent package was lot # 2202050eua with extended use date of 2/14. Customer service is efficient and responsive but the tests I have had from them have been defective. I expect more to be sent me, but the FDA needs to look into the quality/effectiveness of test mftr is providing to the public. Reference reports mw5149110, mw5149111.